Event description:
It was reported that during a supply change the connector would not properly attach to the ilet and would not twist to lock the cartridge; the user replaced the connector and successfully resumed insulin delivery. Symptoms included no reported adverse clinical effects. Outcomes included a request for replacement supplies and no alerts or alarms. Investigation included a review of the reported event and assessment for product performance and use-related factors. Investigation of this case revealed a suspected connector attachment and locking difficulty associated with the cartridge-to-pump interface, consistent with a device component connection issue; no functional alarm activity was reported and the issue resolved with a new connector. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate with potential use-related or component fit variance.